Manufacturer narrative:
Supplemental medical device report (smdr) # 01 is being filed to correct the date on the initial report. Incorrect date of (B)(6) 2017 is being corrected to (B)(6) 2017. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during two procedures the equipment did not aspire correctly while performing phacoemulsification and dust was released. The equipment warned of a loose tip although the reporter indicates that it was pressed to the maximum. When the cassettes were replaced the issue was resolved and the dust was removed from the patient's eyes; there were no consequences to these patients. Two proceeding cases were cancelled due to lack of time. Additional information has been requested and received. The product samples were discarded by the facility.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record review are not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).